Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen appeared dim. Additionally, it was reported that the pump did not deliver a bolus. Customer¿s blood glucose level was 180-181 mg/dl. The customer reverted to an alternate method in insulin therapy. Reportedly, the customer declined to perform further troubleshooting with tandem technical support. No additional patient or event information was available.